Event description:
After successful CPR it was determined that defibrillation actually delivered more joules than setting. Defibrillation shocks during a code blue to a pt in the ER dept, was delivered in multiple sequential shocks and found to restore sinus rhythm to the pt. Later, after review of all the code documentation, it was discovered that the defibrillators charged delivery was beyond the designed levels of the defibrillator. Specifically, settings of 360 joules maximum were set, and measured delivery was 420+ joules as recorded on the chart recorder tape. At this point it was reported to bio-med the nature of the values measured vs instrument settings was questioned. Second question; how much energy was delivered to the pt. Defibrillator pads used in the code were discarded and not recoverable. Pads on the crash cart that was the source of the pads used in te above and were collected and found to have the same catalog number and the different lot numbers. Defibrillator above was tested and performed as per MFR specs. Testing at 360 joule yielded 360 joules +/- 5 juoles into 50 ohms, consistently on ac line and test on battery operation. Levels consistent through all testing and no change detected item passing all tests. Contact with MFR indicated that levels are in spec at 15% above settings and amplitudes of 7kv are present at high resistance levels. Sense cricuits are time domain. Testing with the defibrillator pads, new taken from the stock on the crash cart), showed 357-360 joules delivered through 3 tests while on ac line operation. Beyond 3 tests showed failure of the pad for conductivity to the "test set" (patient simulation), and the paddles showing high resistances. The delivery after the initial "3 discharge test" changed to 400+ joule and resistance readings during discharge to 221+ ohms as recorded on the tape. However, the readings on the defibrillator test set were 260 joules and lowered as testing proceeded. Testing on the pads before and after with fluke 8060a multimeter, showed resistance initially of a few ohms 5-10, and after shocks (3 delivered) to impedances of 20 to 100 kilo ohms. No dielectric testing possible at this business location to determine the "z" value. Conclusions: defibrillator sampling circuits are volt/second time domain dependent over a variable load and fixed source impedance. Therefore, the values due to increased impedances at the paddles discharge energy at a slower rate and cause the sampling in the defibrillator to average the energy at a longer period of time and at an increased level. The energy at the paddles is at the setting but due to impedance of the instrument and pad impedance, the energy at the pt side of all this is reduced at levels lower than the source. This causes losses in the pads to levels nearing 100joules or more. At some settings of 360 and impedances of 221 ohms, you can have 100 watts loss in the pads, resulting in only 260 joules being delivered in reality at the pt side of all of this. Per ohms law, the delivery to the pt was less than the setting on the defibrillator. False indication of the value set vs delivered indication was due to extended energy time to the voltage sense circuits in the defibrillator, resulting in higher values being interpreted. The values as higher levels were delivered to overcome the resistance encountered. The amount delivered to the pt was less than the setting due to ohms law showing a reduction in current from 55 amperes peek to 20 amperes peek. Pads are considered to be defective. Communication with the vendor "3m" has not yielded a confident conclusion.